Manufacturer narrative:
Updated fields: b4,d4 (UDI,exp), d9 (device available for eval, return to manufacture date),g3, g6,h2,h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected field: d4 (lot). The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was not a maquet product. The extender tubing was also returned. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 73.4cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 20.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Event description:
It was reported that the blood pressure waveform recorded by the optical sensor had disappeared. After that, as the blood pressure waveform could not be obtained from the sensor, operation continued using the blood pressure signal from the external monitor. As the patient's condition was stable.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).